Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The anesthesiologist was inserting an epidural needle in order to thread in a catheter to administer epidural drug, the needle bent upon insertion. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. The customer reported the epidural needle bent during use. The customer returned one epidural needle (reference attached (B)(4)). The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed the needle appears used. The cannula of the returned needle is slightly bent. Microscopic examination of the needle bevel revealed the needle tip is also slightly bent. The needle bevel appearance is similar to a needle bevel that has been pressed against a hard surface with force (reference files (B)(4)). A dimensional inspection was performed on the returned epidural needle. The outer dimension (od) and inner dimension (ID) of the returned needle was measured. The od of the returned needle measured 1.47mm (c05155), which is within specification of 1.46mm-1.48mm per graphic nz-05500-003; rev 7. The ID measured 0.046in (1.17mm) (c05157), which is within specification of 1.17mm per graphic. Other remarks: kz-05500-007; rev 8. Specifications per graphic nz-05500-003; rev 7 and kz-05500-007 rev. 8 were reviewed as a part of this complaint investigation. A review of design change history for part number nz-05500-001 was performed as a part of this investigation. No design changes have been made to this product in the past two years that would have led to this complaint. A review of the quality inspection report from the vendor of the cannula (nz-05500-001) found no material issues for lot # 72p15m0007 (vendor lot # mm151105aj). A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. The reported complaint of the needle being bent during use was confirmed based on the sample received. Visual examination of the returned needle revealed the cannula and tip of the needle bevel were slightly bent, which is consistent with damage that can be caused when a needle bevel is pressed against a hard surface and torqued. An attempt to recreate the event was performed using a lab inventory needle of the same kind. The bend in the lab inventory needle had similar results as the returned needle. A device history record review was performed on the epidural needle with no relevant findings. Also, no material issues were found from the vendor for the cannula. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
The anesthesiologist was inserting an epidural needle in order to thread in a catheter to administer epidural drug, the needle bent upon insertion. The patient's condition was reported as fine.